Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 49 mg/dl. No bg meter comparison value was taken. The patient was wearing an omnipod insulin pump. The patient self-treated with pepsi and a milkshake. After this, the patient started feeling nauseous, dizzy, and began vomiting. The patient¿s husband called 911. Once emergency medical services arrived, the patient¿s cgm was reading 49 mg/dl, and the bg meter was reading 800 mg/dl. She was then transported to the emergency room. At the ER, the patient¿s cgm was reading 40 mg/dl, and the bg meter reading was 900 mg/dl. The patient was admitted to the intensive care unit (ICU) and treated with IV insulin. On (B)(6) 2025, the patient¿s sensor was removed. The patient was discharged home 2 days later, on (B)(6) 2025. The patient felt ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient treating with food. The reported glucose values fall within the d zone of the parkes error grid when ems arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.